Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, serial number: n/a, batch/ lot number: 1000356345, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient presented swelling and pain in the scrotum that worsened following his inflatable penile prosthesis (ipp) procedure. This patient was a renal transplant that is at a higher risk of infection. The dr. Gave him IV antibiotics to determine whether the patient had an infection. Once determined, the patient was taken to the or for removal of all components. The patient had a good outcome with no further complications.